Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.09 ng/ml on a patient. On (B)(6) 2011, 11:03am (results ng/ml) I-stat 0.09. Repeat 0.00 whole blood sample. Access: 0.00, 0.00 (lab). The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).